Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2015, the patient experienced fungal peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Forty days prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with oral diflucan (fluconazole) (dosage, frequency, and duration not reported) and cefazolin dwell (dosage, frequency, route, and duration not reported) for the peritonitis event. On an unreported date in the same month this report was received, occurring around the beginning of the month; dianeal therapy was discontinued, the peritoneal dialysis catheter was removed, and the patient was transferred to hemodialysis therapy. After twenty-six days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.